Event description:
It was reported that during a tlif spinal procedure, a drill attachment and bur were in use when the tip of the bur broke off and fell into the surgical site. The bur fragment was immediately retrieved by the surgeon, causing no injury to the patient. The procedure was completed with the use of backup equipment. There was no patient or user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires.